Manufacturer narrative:
Final analysis found that the pulse generator exhibited end-of-life (eol) due to high current drain. The device was implanted for 1.55 years which is less than the expected 75% longevity. No information was received from the field regarding device settings. The device functioned normally with a replacement battery.